Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Tachy therapy was turned off. The s-ICD remains in service. No adverse patient effects were reported. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Tachy therapy was turned off. The s-ICD remains in service. No adverse patient effects were reported. This supplemental report is being submitted to add addition coding for premature batter depletion. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.